Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported a vent inop condition due to post timer/24v failure when the ventilator is powered up on ac power. The customer reported there was patient involvement with no harm to the patient.